Manufacturer narrative:
This event occurred in (B)(6) and was reported in the (B)(6). Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Doctor diminished drug to patient and advised patient to come day after for a test in the lab. Patient was milking the finger when trying to obtain blood.